Event description:
Meter was prompting the not ok message during testing. The patient neither alleged harm nor ecperienced injury or medical intervention. Patient contacted a medical professional for advice; however, no further treatment was sought. The customer service representative confirmed that patient had not been removing the test strip during testing. The csr walked the patient through cleaning the meter, retesting and the meter prompted the not ok messge. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.